Event description:
It was reported by the rep that the device was used during a radical mastectomy. It was reported the mcm20 handle would close on the vessel but the clip would not form. There was no consequence to the pt.